Event description:
A malfunction alarm with code malf 0 was reported. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and advised the customer to continue using the pump, with instructions to call back if the malfunction code recurred. The customer acknowledged and understood this guidance.